Event description:
The device was used during an unknown procedure. Reportedly, after the device was reloaded and fired, bleeding occurred at the staple line. No pt injury was reported. Another device was used to finish the procedure.